Event description:
It was reported that the patient was seen in the emergency room with their pulse generator exhibiting backup operation. It was noted that the patient had fallen and hit their head which resulted in an intercranial bleed but the physician did not believe this to be device related. The patient had been lost to follow-up for 8 years. The device could not be restored due to its low battery status. The device was explanted and replaced as a result of normal battery depletion.